Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states that the chair is driving by itself intermittently. The caller states the chair is going in and out of drive when it is turned on, going from neutral to drive.

Manufacturer narrative:
Additional/updated information was added to reflect the joystick being returned to the manufacturer for evaluation, and subsequent testing verified the complaint of the joystick intermittently driving. The underlying cause was due to pcb corrosion and a bent inductive from physical damage. Additionally, the overlay was loose and had scotch tape holding it down, the display exhibited liquid ingress and was scratched and dirty, the joystick switch boot was torn, and the joystick knob had been glued on. The invacare 3g storm series user manual states, "wheelchairs should be examined during maintenance for signs of corrosion (water exposure, incontinence, etc.). Electrical components damaged by corrosion should be replaced immediately." "Do not use with a broken or missing joystick knob. Do not use if joystick does not spring back to the neutral position or becomes sticky or sluggish. Do not use if joystick boot is torn or damaged." "Every six months, and as necessary, take your wheelchair to a qualified technician for a thorough inspection and servicing. Weekly, monthly and periodic inspections should be performed by user/attendant between the six month service inspections. Regular cleaning will reveal loose or worn parts and enhance the smooth operation of your wheelchair. To operate properly and safely, your wheelchair must be cared for just like any other vehicle. Routine maintenance will extend the life and efficiency of your wheelchair." The 3gtq3-cg power chair was manufactured in october 2010; therefore, it has exceeded its expected life of 5 years.

Event description:
The provider states that the chair is driving by itself intermittently. The caller states the chair is going in and out of drive when it is turned on, going from neutral to drive.